Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred that stopped insulin delivery. As a result, the customer's blood glucose level increased to above 600 mg/dl, and the customer went to the emergency room (ER). Customer drank "lots of water" in an effort to resolve the elevated bg and does not recall treatment provided while in the ER. Customer was released from the ER after 5 hours with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.